Manufacturer narrative:
UDI: (B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the conformable gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to improper endoprosthesis placement and branch vessel occlusion or obstruction.

Event description:
On (B)(6) 2017, the patient was implanted with two conformable gore® tag® thoracic endoprostheses procedure to repair a descending thoracic aortic aneurysm. It was reported that the celiac artery was embolized with vascular plugs, and the artery would be intentionally covered. After both endoprostheses were deployed, procedural imaging reportedly showed a proximal type I endoleak which the physician elected to monitor. It was also reportedly confirmed that the proximal origin of the superior mesenteric artery (sma) was partially and unintentionally covered by the distal endoprosthesis (tgu282810j/16353247). A bare metal stent was deployed in the sma to preserve vessel patency, and the procedure was concluded without any further reported complications. The patient tolerated the procedure.